Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. Troubleshooting was performed for open book image. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to moisture for too long. The insulin pump will not be returned for analysis.